Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as a "banging" noise was heard when opening the gantry doors. The inner gantry covers were removed and the issue could not be replicated. It was suspected that the issue was caused by the covers pinching somewhere on the gantry and preventing door closure. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system could not recognize the gantry door was closed. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.